Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015 a 27mm trifecta valve was implanted. In (B)(6) 2020 the patient came back to cardiologist complaining of shortness of breath and after examination with echo, the aortic regurgitation was observed. On (B)(6) 2020 the valve was explanted. Upon explanted a non-coronary cusp leaflet tear was diagnosed. The procedure was completed by implanting a non-abbott valve (magna ease). The patient is in ICU. There was no clinically significant delay in the procedure. The patient remained stable through out and post procedure.

Manufacturer narrative:
The tear observed at explant was confirmed. All three leaflets contained tears, with leaflets 1 and 2 completely torn away from stent post 2, which was bent outwards. Stent post 1 was also bent. Focal degenerative changes were noted in all three leaflets. Outflow tissue ingrowth covered the outflow surface of stent posts 1 and 2. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed thinning and loss of collagen at two of the tear sites, which could have contributed to the tear. Furthermore, the tissue noted on the outflow surface was possible evidence of interaction with the aortic wall, and had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.